Event description:
During the final tightening process, a section of the set screw threads fractured and became detached from the implant. The surgeon had to incise the area around the screw in order to remove the detached fragment causing over a 30 minute delay in the case.

Manufacturer narrative:
An evaluation of the returned set screw revealed the lead-in thread of the major diameter appears to be rolled over, bent and at one location detached. The direction of the wear pattern is consistent with that of cross-threading. Cross threading occurs when the male and female threads of the two mates are not properly aligned prior to rotation. This creates a slight interference which deforms and/or removes the non-union threads. Set screws are used to both capture the rod and to introduce force to the bushing (located within the mating polyaxial screw) in order to lodge the bushings taper sides between the ball of the screw and the pocket of the head, locking the screw into the desired position. A review of the device history records revealed no anomalies. Lot 651154s1 was properly manufactured and released according to design specifications. The zodiac polyaxial spinal fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v) or stainless steel. Implant rods are also available in commercially pure titanium (ti grade 4) and cobalt chrome (cocr). All hooks are intended for fixation/attachment to the posterior thoracic and lumbar spine only. It is intended that the implants be removed after successful fusion.